Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (6) pcu front case is being replaced due to unresponsive keypads .the customer confirmed that there was no patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to unresponsive keypads was evaluated. One out of six keypads was confirmed to be unresponsive. ¿ keypads associated to s/ns (B)(4) were functioning as intended. No faults found. Root cause-electrical failure ¿ design. Test method information: n/a ¿ no test method is available for this issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : only keypads were returned for investigation.

Event description:
It was reported that (6) pcu front case is being replaced due to unresponsive keypads .the customer confirmed that there was no patient involvement.